Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a diagnostic procedure with a 6fr sheath. Reportedly, when inserting the device, the physician reported that it felt off and heard a crack. The device was not deployed and the was removed from the anatomy. It was noted upon device removal that the sheath was mangled and bent. It was noted afterwards a small hematoma had formed. Manual compression was used to achieve hemostasis and treat the small hematoma. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The deformation was confirmed as damage to the guide/sheath junction. The noise and irregular feel is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the angle of insertion was steeper in relation to the vessel track or there was an interaction with patient anatomy creating the irregular feel and causing the noise from the deformation of the guide/sheath junction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.